Event description:
It was reported that prior to starting a da vinci s surgical procedure, a hole was observed in the 8mm monopolar curved scissors (mcs) tip cover accessory. The customer reported malfunction does not in itself constitute an FDA reportable event, however, engineering discovered evidence that an arcing event occurred during internal evaluation of the mcs tip cover accessory.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed a hole burnt through the silicone. The silicone exhibits localized melting around the hole, indicating that an arcing event occurred. The hole size is approximately .020 and the hole center is located .195 above the silicone to sleeve interface. The hole appears to have a small tear on one edge. The silicone also exhibits a .125 long mechanical tear through the entire wall thickness in the general vicinity of the hole.